Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the tubing had air in it, above the pump fill line, causing the pump to alarm. All the bags had fluid left, and all bags had a spinning spiros spike adaptor (which is their process for chemotherapy). No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with packaging was returned for evaluation. The spike was attached to another manufacturer's adapter and then spiked into an empty excel pab bag of 5% dextrose. The air vent was noted to be opened on the drip chamber of the braun primary set. There was another manufacturer's adapter attached to the distal end of the primary set. All non-braun parts were detached from the set and it was tested for occlusion and leakage per specification with passing results. In addition, the set was spiked and primed with normal saline, then ran on a space pump with no air in line, occlusion or any other alarms. No bubbles or air in line was observed in the tubing. The returned product was functionally tested per specification with passing results. The reported defect was not able to be replicated or confirmed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non - conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.